Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the clips were falling out of the jaws of the device during firing. The clips that were actually placed on the duct and artery fell off. A new device was opened and the case was completed. There was no consequence to the pt.

Manufacturer narrative:
D6: device returned with no lot identification. Product complaint analysis team has completed its investigation of device which was returned. Results of invesigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, yes/jammed beteeen; damaged jaws, yes; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, jaws: inside width at tips, .199. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. Instrument was returned empty, and locked out. As instrument was returned empty and locket out, further functional testing could not be performed. Upon receipt of instrument, it was noted that jaws were yielded and damaged. Damaged jaws may have contributed to reported incident. It could not be determined how damage to jaws occurred. It should be noted that if jaws are closed over hard object, jaws can become damaged and will not hold or form clips properly. Mfg and engineering have been notified of reported incident. Each instrument is evaluated during assembly process to ensure clips feed and form properly.